Event description:
Attorney recently had an opportunity to review the public health advisory regarding the caution when using vacuum assisted delivery devices. Attorney thought it appropriate to report to FDA the death of pt on 5/20/97 following vacuum extraction. Attorney is enclosing a complete copy of pt's mother's neonatal records and the hospital records pertaining to both pt and his mother. Attorney has had the entire file reviewed by dr, a board certified pathologist who serves as the medical examiner. He has determined that pt died from a subgaleal hemorrhage following vacuum extraction. Attorney also had this matter reviewed by a board certified neonatologist and 2 board certified obstetricians who concur that this was a subgaleal hemorrhage caused by vacuum extraction. Attorney is reporting this information to FDA to assist in maintaining accurate information regarding the use of vacuum extractors.